Event description:
Septic patient presented at the emergency center and admitted for treatment. D5/0.45ns was set up as a maintenance fluid using an infusion pump programmed to run 200ml/hr. A levophed drip was also set up as a piggyback above the ns bag as a secondary line. Later nurse returned to hang a bottle of tylenol. Pump was stopped and programmed for a secondary line (the tylenol) for 100ml to run in over 30 minutes. Before starting the pump, nurse disconnected the levophed drip that was y'd into the lowest port of the d5/0.45ns line but had been stopped five hours previous. Using the same clave port the nurse connected the tylenol drip. Nurse then hit the start button on the pump the tylenol was programmed for, looked to see how much if any blood had been aspirated, walked around the bed, to throw away the syringe. She then checked the drip chamber of the tylenol line and noticed it was a steady stream, dumping in. Nurse checked the pump; the settings were the original settings, 200ml/hr. The nurse reported that the pump didn't sound like it was delivering at a high rate, (not the way it sounds when giving a bolus or programmed to deliver a high volume in a short time). Nurse stopped the pump and clamped the tylenol line but the bottle was empty at this point. There were only a few drops in the bottom of the drip chamber. Nurse checked all of the IV lines and connections; nothing was disconnected, nothing leaking. The pump settings were checked, they were for 500mg in 100ml to infuse over 30mins as programmed. Nurse asked another nurse to come and double check the lines and pump. They decided it was an infusion pump error. The pump was removed from service. The pump was tested by clinical engineering and they did not find an issue with the pump. After further investigation of the situation the i.v. Tubing used was missing a "back-check" valve. It appeared the tylenol had all drained into the d5/0.45ns bag because of the missing check valve. Meaning the patient did not receive the tylenol as planned. At point in the investigation the nurse was not sure if the same thing had also happened to the levophed. It was determined there was no patient harm. The missing back-check valve was not discovered until after the tubing had been removed. At this point the original packaging had been discarded and could not be found.